Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-00840; related manufacturer report 1627487-2021-00841; related manufacturer report 1627487-2021-00842. It was reported that patient experienced ineffective stimulation. Upon x-ray review lead migration issue was confirmed. A surgical intervention is anticipated in the near future. It is unknown which two leads had migrated, therefore all four leads are being reported. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that leads were explanted, and a new lead was implanted. Effective therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.